Event description:
The user no longer has any hearing sensation with the device. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user has no more hearing sensation with the device.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to excessive mechanical stress to the implant site appears very likely. However to determine an exact root cause device investigation would be necessary. Currently no information on possible further steps have been received.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to excessive mechanical stress to the implant site appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered, but despite requested it was not confirmed if the the device was explanted.

Event description:
The user has no more hearing sensation with the device. Re-implantation has been suggested, no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation with the device.